Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: although six (6) locking caps were removed during the revision procedure, allegations of post-operative movement were only made against two (2) of them (part 04.632.000 / lot 7953315).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event as these two screws at l4 level, interacted with the loosened locking caps. Should further information become available this determination will be reviewed accordingly. Additional device product codes are mnh, mni, kwq and kwp. This report is for two unknown matrix screws. Part and lot numbers were not provided. The date of implant is unknown and was reported as an unknown date in (B)(6) 2015. (B)(4). There is no report of a product malfunction. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two matrix locking caps at left and right level l4 "popped off" post-operatively when the patient bent over. The matrix construct was initially implanted at unknown levels on an unknown date in (B)(6) 2015. On (B)(6) 2015, revision surgery was performed. Six locking caps (04.632.000), two polyaxial heads (04.632.001), two rods (04.636.070) and two unknown screws were explanted and replaced. There was no delay in surgery reported and the procedure was completed successfully. This report is for two unknown matrix screws. This report is 7 of 7 for (B)(4)